Event description:
It was reported that an ht powerturn flex guide wire (gw) delaminated at the marker height. There was no report of an adverse patient effect or a clinically significant delay in procedure. No additional information was provided.

Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received. A follow-up will be submitted with all relevant information.

Manufacturer narrative:
The device was returned for analysis. The reported peeled / delaminated was unable to be confirmed. Additionally, the coils were noted to be stretched with a core separation noted. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. The reported peeled / delaminated was unable to be confirmed. Additionally, as there was no reported damage noted to the device during the inspection prior to use, the investigation determined the noted stretched coils and the noted material separation appear to be due to inadvertent mishandling during use, post procedure or during packing for return analysis. There is no indication of a product quality issue with respect to manufacture, design or labeling.